Event description:
Multiple events with door failures: the locking mechanism will fail to lock or unlock the door causing loads to be stuck inside or not being able to run loads. Error messages occur occasionally indicating faulty locking switches (error 288). Multiple work orders have been issued with steris. Steris sends out a field service technician who attempts to repair the door locking mechanisms. After two failures this week steris is assigning the call to a different technician and to their engineering department for further analysis.